Manufacturer narrative:
12/5/1997-supplemental report #1 submitted to FDA. Reported condition was confirmed; however, the exact cause could not be reliably determined.

Event description:
The device was used during a total gastrectomy procedure. Reportedly, the shaft was broken. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.